Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. The initial reported event of pocket infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to a pocket infection. No further patient complications have been reported as a result of this event.